Event description:
The customer used the device to check their blood glucose before breakfast and obtained a result of of 143 mg/dl. After breakfast customer retested and the result was 267 mg/dl. Later at the dr's office the device result was 108 mg/dl. Because customer is pregnant and the high results in the morning their dr admitted customer to the hosp. Level one control was in range on the system. The device was replaced and requested to be returned for evaluation.